Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt the lead had to be repositioned because it fell off from the first location. During the repositioning the lead became blocked and wouldn't advance after multiple turns. The lead was removed and returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt the lead had to be repositioned because it fell off from the first location. During the repositioning, the lead became blocked and wouldn't advance after multiple turns. The lead was removed and returned. No patient complications have been reported as a result of this event.